Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments. Manufacture dates: monitor: 11/27/2012, belt: 11/21/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home and alone at the time of passing. The patient was found unconscious by a neighbor. Prior to passing, the patient was inappropriately treated by the lifevest. At 4:27:43 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was asystole with motion artifact, and the post-shock rhythm was asystole with motion artifact. At 4:28:24, the patient was treated a second time. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole with motion artifact. The patient received the third treatment at 4:28:56 pm. The rhythm at the time of the treatment was asystole with motion artifact, and the post-shock rhythm was asystole. The response buttons were pressed from 4:34:39 to 4:36:59, while the patient was in asystole, and CPR artifact is seen on the ECG. The patient was in asystole with CPR artifact at the time that the device shutdown at 4:38:27 pm. Oversensing of low-amplitude cardiac signal, motion artifact and CPR artifact contributed to the false detections. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments.